Event description:
CT technologist reported on 02/04/2008 that she was preparing the room for the start of morning procedures. As she reached for the injector to position it next to the procedure table, she heard a snapping sound and realized that the injector was falling. The CT technologist reported that she caught the injector and held it up while another staff member positioned a procedure table under the injector to support it. She reported that no patients were in the room at the time of the event and she, herself was not injured.

Manufacturer narrative:
Fse replaced arm and j-bow bracket assembly. Adjusted height and balance, performed operational checkout procedures, and verified operation. The broken suspension arm and bracket (j-bow) was returned to liebel flarsheim where the product engineer determined that the break occurred at the weld of the first arm section nearest the j-bow.